Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose levels were 525 mg/dl, 590 mg/dl, 500 mg/dl. The customer was treated for high blood glucose with insulin pump. The customer was declined to troubleshoot for high blood glucose level. The customer was reported that the infusion set had leak. The customer was reported that the location of leak was cannula piece where quick release was from that part. The insulin pump will not be returned for analysis.